Manufacturer narrative:
Product ID, 3093-33 lot# v240181, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that "a battery on its side" icon was shown on patient programmer screen. It was stated that the patient thought her ins needed to be changed. Ten days later, it was reported that the cause of the event was low battery. The issue was battery depletion. Battery replacement had occurred. Low battery message was associated with the event. Surgical notes state diagnosis was malfunctioning ins. Operative permit for lead revision and battery change was noted. No injury was reported. If additional information is received, a follow up report will be sent.